Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device stopped working after a while. Stated that they tried every single program, talked to the rep several times and they changed programming, but still up several times in the night to use the bathroom. Patient also reported having pain on the right side where the implant was placed. The device has been turned off and the patient will be following up with their new physician. Additional information was received from the patient. Patient said their ins was old and hadn't worked in three years. Patient said they were getting a new one done this month. Patient will continue working with their doctor.